Manufacturer narrative:
Field e1 - (B)(6). The complaint investigation for false negative alinity I total b-hcg results on the alinity I processing module, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Other than sample retesting, no other troubleshooting was performed. As no definitive part was identified as likely cause for the issue, the alinity I processing module, serial number (B)(6), was considered the likely cause; however, sample integrity cannot be ruled out. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed false negative alinity I total b-hcg results for one patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) result, on (B)(6) 2025, was <2.3 miu/ml, which was questioned by the physician. The patient was tested at another hospital and the result was >5000 miu/ml. The customer repeated the original sample, and the result was <2.3 miu/ml. The patient¿s pregnancy was confirmed by ultrasound. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative alinity I total b-hcg results for one patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) result, on (B)(6) 2025, was <2.3 miu/ml, which was questioned by the physician. The patient was tested at another hospital and the result was >5000 miu/ml. The customer repeated the original sample, and the result was <2.3 miu/ml. The patient¿s pregnancy was confirmed by ultrasound. There was no impact to patient management reported.